Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a user experienced hyperglycemia with a recorded blood glucose of 500 mg/dl after pausing the ilet for more than 24 hours, during which the device battery depleted. The user was taken to the emergency room where laboratory tests were performed, and no active treatment was required as glucose levels were already trending downward. After the device was reconnected, the ilet resumed insulin delivery and blood glucose returned to target range; the user was discharged the same day.